Event description:
It was reported that a red-brown mark was present on the upper chamber of a secure eva 1500 ml dual chamber bag. This was noted by the pharmacy during compounding. The pharmacy stated the red-brown mark looks to be embedded within the plastic and cannot be removed through cleaning. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.